Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("pain") in a 38-year-old female patient who had essure (batch no: 946767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, genital disorder female nos, obstetric disorder nos, candidiasis (of vulva and vagina) and anemia. *pap test: no significant inflammation present, infection present. Fungal organisms morphologically consistent with candida species. Previously administered products included for birth control: depo-provera on (B)(6) 2012. Concurrent conditions included obesity, adhd since 2016, binge eating, depressive disorder since on (B)(6) 2013, cervical dysplasia since on (B)(6) 2012, anesthesia procedure and paratubal cyst. Concomitant products included oral contraceptive nos from on (B)(6) 2013 for irregular menstrual cycle as well as lisdexamfetamine mesilate (vyvanse) since 2017, phentermine and tramadol since 2016. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful sex"), fatigue ("fatigue") and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia) blood clots"). In 2014, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2015, the patient experienced urinary tract infection ("infection/infection (bladder/urinary tract/vaginal) type: chronic uti infections"), urinary incontinence ("urinary problems or changes incontinence") and bladder disorder ("bladder problem"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adhesion ("adhesions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain") and abdominal pain ("abdominal pains"). The patient was treated with surgery (bilateral salpingectomy, surgical removal of coils and surgery to remove the essure device, bilateral salpingectomy and surgical removal of coil(s)). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, urinary tract infection, adhesion, the last episode of menorrhagia, migraine, headache, nausea, weight increased, abdominal pain and bladder disorder outcome was unknown, the pelvic pain, vaginal haemorrhage, urinary incontinence, dysmenorrhoea, fatigue, abdominal pain lower and back pain had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, adhesion, back pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff claim that essure not worsened a previously existing injury/condition. Plaintiff tried physical therapy with shock treatments for abdominal pain. Plaintiff communicated with healthcare that she having pregnancy symptoms. Current weight 179 lbs. Trailing coils in uterus: 4 on right and 3 on left. Discrepancy of date of removal: on (B)(6) 2016, on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Smear cervix normal: on (B)(6) 2012: results: endocervical and/or transformation zone component. Ultrasound scan vagina: on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2019: plaintiff fact sheet received event bladder problem and lab test were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("device breakage") in a 38-year-old female patient who had essure (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia, genital disorder female nos and obstetric disorder nos. Concurrent conditions included obesity, adhd since 2016 and binge eating. Concomitant products included oral contraceptive nos from (B)(6) 2013 to (B)(6) 2013 for irregular menstrual cycle as well as lisdexamfetamine mesilate (vyvanse) since 2017, phentermine and tramadol since 2016. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful sex"), fatigue ("fatigue") and thrombosis ("abnormal bleeding (vaginal, menorrhagia) blood clots"). In 2014, the patient experienced weight increased ("weight gain / loss (specify which one) weight gain"). In 2015, the patient experienced urinary tract infection ("infection/infection (bladder/urinary tract/vaginal) type: chronic uti infections") and urinary incontinence ("urinary problems or changes incontinence"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adhesion ("adhesions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain") and abdominal pain ("abdominal pains"). The patient was treated with surgery (surgery to remove the essure device, bilateral salpingectomy and surgical removal of coil(s)) and surgery (removal of leftover coils). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, urinary incontinence, dysmenorrhoea, fatigue, abdominal pain lower and back pain had resolved, the device breakage, urinary tract infection, adhesion, menorrhagia, migraine, headache, nausea, weight increased, thrombosis and abdominal pain outcome was unknown and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, adhesion, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, thrombosis, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff claim that essure not worsened a previously existing injury/condition. Plaintiff tried physical therapy with shock treatments for abdominal pain. Plaintiff communicated with healthcare that she having pregnancy symptoms. Current weight 179 lbs. Trailing coils in uterus: 4 on right and 3 on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Smear cervix normal - on (B)(6) 2012: endocervical and/or transformation zone component. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Pap test: no significant inflammation present, infection present. Fungal organisms morphologically consistent with candida species. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received, reporters added. Lot number added, patient demographics added, events: abnormal bleeding (vaginal, menorrhagia), infection: uti, incontinence, migraines / headaches, nausea, device breakage, dysmenorrhea (cramping), dyspareunia, fatigue, weight gain, blood clots, lower abdomen pain, abdominal pain, lower back pain. Concomitant drugs and conditions added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("pain") in a 38-year-old female patient who had essure (batch no. 946767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia, genital disorder female nos and obstetric disorder nos. Concurrent conditions included obesity, adhd since 2016 and binge eating. Concomitant products included oral contraceptive nos from (B)(6)2013 to (B)(6)2013 for irregular menstrual cycle as well as lisdexamfetamine mesilate (vyvanse) since 2017, phentermine and tramadol since 2016. On (B)(6)2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful sex"), fatigue ("fatigue") and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia) blood clots"). In 2014, the patient experienced weight increased ("weight gain / loss (specify which one) weight gain"). In 2015, the patient experienced urinary tract infection ("infection/infection (bladder/urinary tract/vaginal) type: chronic uti infections") and urinary incontinence ("urinary problems or changes incontinence"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adhesion ("adhesions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain") and abdominal pain ("abdominal pains"). The patient was treated with surgery (removal of leftover coils) and surgery (surgery to remove the essure device, bilateral salpingectomy and surgical removal of coil(s)). Essure was removed in (B)(6)2017. At the time of the report, the device breakage, urinary tract infection, adhesion, the last episode of menorrhagia, migraine, headache, nausea, weight increased and abdominal pain outcome was unknown, the pelvic pain, vaginal haemorrhage, urinary incontinence, dysmenorrhoea, fatigue, abdominal pain lower and back pain had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, adhesion, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff claim that essure not worsened a previously existing injury/condition. Plaintiff tried physical therapy with shock treatments for abdominal pain. Plaintiff communicated with healthcare that she having pregnancy symptoms. Current weight 179 lbs. Trailing coils in uterus: 4 on right and 3 on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Smear cervix normal - on (B)(6)2012: endocervical and/or transformation zone component ultrasound scan vagina - on (B)(6)2012: total bilateral occlusion. Pap test: no significant inflammation present, infection present. Fungal organisms morphologically consistent with candida species. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection") and adhesion ("adhesions"). The patient was treated with surgery (surgery to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, infection and adhesion outcome was unknown. The reporter considered adhesion, infection and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.